Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual examination identified that the stent was stretched out over the tip of the device. The distal extrusion was compressed. An examination of the crimped stent found that the first three proximal stent rows were intact and secured on the balloon in the correct location. However, the remainder of the stent was severely stretched and pulled out beyond the tip section of the device. It is clear from the condition of the stent that excessive force was applied to the stent. An examination of the delivery device found no evidence that the balloon had been inflated. The balloon was tightly folded. A visual and tactile examination found the distal extrusion was compressed at 15.5cm distal to the port. One possibility is that the shaft was grasped too tightly during the withdrawal of the stent protector. A visual and tactile examination found no issues with its profile. The stent protector was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. During unpacking of the 2.25 x 28 synergy¿ stent delivery system from the protective tube, the distal portion of the stent appeared elongated. This device was never introduced to the patient. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Event description:
It was reported that stent damage occurred. During unpacking of the 2.25 x 28 synergy¿ stent delivery system from the protective tube, the distal portion of the stent appeared elongated. This device was never introduced to the patient. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.